Event description:
The doctor had difficulty with the insertable length of the sheathless balloon. The iab was not returned to datascope for evaluation. (Event complications: unk - reported 9/2/97.) (Pt's current status: unk - rpt'd 9/2/97.)